Manufacturer narrative:
Device powered up properly after battery installation. Device received with operating currents within spec. No unexpected weak battery alarms noted. Unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Device received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device received with cracked case at display window corners. Device received with scratched lcd.

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm. Customer's blood glucose was 60 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.